Event description:
The customer reported to maquet that a spring arm broke while user was manipulating the light in the operating room #1. There was no patient present when the event occurred, and no injuries were reported to maquet. (B)(4).

Manufacturer narrative:
A field service technician trained by maquet evaluated the device and it was found that the front pivot of the spring arm broke at the weld seam. The broken spring arm was replaced with a new one and the device returned to service. This malfunction was previously addressed in the u.s. Through the device correction. (B)(4). Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.